Manufacturer narrative:
Update to h6: type of investigation. The edwards 26mm sapien xt valve remains in the patient and was not returned for evaluation. No imaging evaluation was performed as no imagery was provided. No visual inspection or image review was performed as the device was not returned. No relevant functional or dimensional testing was performed as the device was not returned. During manufacturing all inspections are conducted on 100% of the units. The entire device is visually inspected and dimensionally testing during the manufacturing process. A device history record (DHR) review was performed, and the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. In addition, the event does not allege a labeling issue or device related infection; therefore, no DHR is required. A risk management documentation review was performed. While edwards durability testing of sapien xt valves meets and exceeds current iso standard and FDA guidance for bioprothesis valve durability requirement. Valve degeneration or deterioration is generally due to a gradual, multi-year, and patient-specific process of calcification of the leaflets, and it is one of the potential adverse events associated with bioprothesis heart valves as outlined in the IFU. In this case, the device under investigation had been implanted for more than 5 years. There is no evidence of device malfunction contributing to the reported event. Therefore, the risk management file review is completed, no further action is needed. Device degeneration is a known potential risk associated with the tavr procedure and is listed in the instructions for use (IFU) as a potential adverse event. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, complaint was unable to be confirmed due to device unavailability/imagery unavailability. Based on the limited information provided, the root cause for the valve degeneration approximately 6 years 11 months post valve implant could not be determined, but may be related to the patient's co-morbidities and/or progression of the pre-existing valvular disease process.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported, approximately 6 years, 11 months post implantation of a 26mm sapien xt valve in the aortic position the patient underwent a valve-in-valve procedure. The reason for the valve-in-valve was due to valve degeneration. A 23mm sapien ultra valve with 2cc extra was successfully deployed.